Event description:
It was reported that a novum iq large volume pump "stopped on its own" during an infusion. The pump was plugged in at the time of the event. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter phone no.(B)(6). H11: the device was received for evaluation. The event history log was reviewed and no excessive alarms or programming errors were identified related to the reported condition. Functional testing was performed and did not identify any issues related to the customer reported condition; the device did not stop during a run. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.